Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The account stated that erratic architect total psa results are being generated. The initial result was 69.45 ng/ml (previous result obtained for this patient was 600.00 ng/ml). The retest result was > 100.00 ng/ml, the sample was diluted and the result was 143.27 ng/ml. The account later re-centrifuged the sample after the sample sat for a "while" and the result was 140.00 ng/ml. The account reported out the dilution value of 143.27 ng/ml there was no impact to patient management reported.

Manufacturer narrative:
Evaluation codes; device/samples not returned. The customer was referred to the package insert. This late MDR is a retrospective filing. This report is being filed on an international product, list 7k70, that has a similar product distributed in the us, list number 6c06. No internal testing was performed as part of this investigation. The customer agreed to follow the package insert instructions and perform the required specimen handling procedures prior to testing. A review of the architect total psa (77-4138/r2) package insert, in the specimen collection section indicates. Only human serum may be used in the architect total psa assay. Follow the tube manufacturers processing instructions for serum collection tubes. Follow these package insert instructions as well as the specimen collection tube manufacturers instructions for specimen collection and preparation for analysis. Refer to specimen collection tube manufacturers instructions for centrifugation time and speed. Insufficient processing of sample, or disruption of the sample, or disruption of the sample during transportation may cause depressed results. For optimal results, serum specimens should be free of fibrin, red blood cells, or other particulate matter. Centrifuge specimens containing fibrin, red blood cells, or particulate matter prior to use consistency in the results. Ensure that complete clot formation in serum specimens has taken place prior to centrifugation. Some specimens, especially those from patients receiving anticoagulant or thrombolytic therapy may exhibit increasing clotting time. If specimens are centrifuged before a complete clot forms, the presence of fibrin or particulate matter may cause erroneous results. Centrifuge specimens containing fibrin, red blood cells, or particulate matter. Note that interfering levels of fibrin may be present in samples that do not have obvious or visible particulate matter. If proper specimens collection and preparation cannot be verified, or if samples have been disrupted due to transportation or sample handling, an additional centrifugation step is recommended. Centrifugation conditions should be sufficient to remove particulate matter. Aliquots poured versus pipetted from specimen tube types that do not include serum separators are at higher risk of including particulates and generating depressed results. Failure to follow these instructions may result in depressed specimen results. The cause of the erroneous result is unknown. The cause could have been due to incomplete clot formation and/or improper centrifugation. This is the final report.